Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was moisture behind the display. It was also reported that the pump had no power. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jul-2018 with the following findings: during investigation, moisture was found behind the display lens, and no corrosion was found in the battery compartment. A leak was found in the pump case. No damage was found to returned battery cap or the battery compartment. The returned battery cap fully attached to the pump. The pump was unresponsive with no vibration alarm or audible alarm, and a blank display screen. The attempt to download the pump history and black box was unsuccessful. The pump cover was removed to find moisture ingress on the printed circuit board and internal components. The allegation of moisture behind the display, and no power was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.